Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent vaginal sling revision/removal, urethrolysis, posterior vaginal wall mesh removal, posterior repair, and cystoscopy on (B)(6) 2013 due to vaginal pain, urinary urgency and frequency, urinary urge incontinence, urinary obstructive symptoms, and dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2007 and apogee was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.